Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history record revealed the device met applicable specifications. A direct correlation between the device and the reported event could not be determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient is experiencing heart failure symptoms and recurrent gastrointestinal bleeding. The patient was admitted for shortness of breath, anemia, fluid retention, slight weight gain and has developed melena since her admission on (B)(6) 2014.

Manufacturer narrative:
Approximate age of device - 1 year and 2 months. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.